Manufacturer narrative:
The gluc3 reagent lot number was 80971001 with an expiration date of 30-sep-2025. An abnormal reaction was observed in the reaction monitor data provided for the initial result. For the repeat results, normal reactions were observed. Calibration and qc were acceptable. No issues were identified during a review of the alarm trace data. Precision check results were acceptable. The field service engineer (fse) found salt buildup at the wash station and performed necessary service actions. The customer has had no further issues since the service visit. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for glucose hk gen.3 (gluc3) on a cobas c 503 analytical unit. The initial result was 2.65 mmol/l. The repeat result was 3.87 mmol/l. An aliquot of the sample was repeated with a result of 3.65 mmol/l.